Manufacturer narrative:
Device history review; complaint history review; risk assessment. Visual, dimensional and functional analysis could not be performed as the device was not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The plausible root cause of the event is determined to be use -error wrong alignment and force applied while provisional tightening leading to blocker damage.

Event description:
It was reported that; during surgery, the blocker was tightened before the persuader was grasped head closely and the cross-thread was occurred. After that, the blocker was broken and it was exchanged the new same one and the surgery was finished.

Event description:
It was reported that; during surgery, the blocker was tightened before the persuader was grasped head closely and the cross-thread was occurred. After that, the blocker was broken and it was exchanged the new same one and the surgery was finished.